Event description:
Additional information received reported the patient¿s health care provider denied responding regarding ¿older issues¿ and had no in formation to provide. It was later reported the patient¿s pump had been filled with saline from (B)(6) 2009 until (B)(6) 2012 and ¿no reason¿ was listed for this. The patient then had a new pump implanted on (B)(6) 2012 due to normal battery depletion.

Event description:
It was reported that in (B)(6) 2012, sometime between (B)(6), the patient went into a coma for ten days. It was not clear if the coma was related to the pump therapy. The patient also had a brain injury; it was unclear if the brain injury was related to either the pump therapy or the coma. There were "four major factors going on" regarding the cause of the coma, only one was reported; "they thought primarily" the patient's kidneys "weren't filtering out toxins" and the patient went into a coma at home. While in the coma, the patient went into "kidney, liver, heart and lung failure", she "quit breathing" three times and "they brought her back". The patient had a shunt "in her head" when she woke up from the coma, and when they took it out "they didn't put her to sleep". It was also noted that when the patient woke up from the coma "it was so bizarre, so weird, she did not believe her family was her family, she didn't know where she had been, didn't know what was going on, had the weirdest thoughts, didn't remember anything, and had lost a lot of muscle tone". It was stated that after she "woke up" her "brain injury was actually better". The patient spent (B)(6) in the hospital. It was also added "they waited until (B)(6)" to replace the pump, the reason for the replacement was not reported, nor was the reason for waiting. The device system was used to infuse dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical device: catheter model: 8731, serial#: (B)(4), implanted: (B)(6) 2005. (B)(4).